Event description:
Pt's pump was giving high pressure alarm. Pt's therapy was not interrupted (able to switch out pump). Pt had no adverse effects. Pt will be returning pump and we will be sending a replacement. No other info provided. Dose or amount: 15, frequency: continuous, route: IV. Dates of use: from (B)(6) 2018 to ongoing. Diagnosis or reason for use: pah.